Manufacturer narrative:
G4: 04nov2020. B4: 13nov2020. A blower assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the blower assembly test failed due to a bad temperature sensor (lm20). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26may2020. B4: 04sep2020. The manufacturer's field service engineer confirmed the reported problem. The blower was found to be non-functional, and a high blower temperature alarm was found in the ventilator's diagnostic log. Th enclosure was confirmed as cracked. The manufacturer's field service engineer replaced the blower assembly and the rear bezel to correct these reported events. The customer reported that the loose stand issue would be resolved in-house. The device then passed all performance testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
The customer reported blower temperature high alarm, unit loose from the stand, and not securely mounted to stand. The customer inspected the inlet and cooling fan filter. The customer described it to be clogged. In addition, the air flow reading is very high. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported blower temperature high alarm, the air flow reading is very high when set to 120 (lpm) liters per minute it reads 188lpm, unit loose from the stand, and not securely mounted to stand. The customer inspected the inlet and cooling fan filter. The customer described to be clogged. The fse advised that per suggested repair in the manual for blower temperature high, it lists a dirty or blocked air inlet filter was the leading cause. The fse advised to replace the filters. The customer requested field repair.